Manufacturer narrative:
Investigation/evaluation: reviews of the complaint history, device history record, instructions for use (IFU), and quality control data were conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record found no non-conformances related to the reported failure mode. A review of complaint history records shows no other complaints associated with the complaint device lot. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: warnings: "the maximum inflation is 500 ml. Do not overinflate the balloon. Over inflation of the balloon may result in the balloon being displaced into the vagina." Precautions: "avoid excessive force when inserting the balloon into the uterus." Instructions: "important: prior to transvaginal or transabdominal placement of the bakri postpartum balloon, the uterus should be free of all placental fragments, and the patient should be evaluated to ensure that there are no lacerations or trauma to the genital tract and that the source of the bleeding is not arterial." "Transvaginal placement": "1. Determine uterine volume by direct examination or ultrasound examination." "2. Insert the balloon portion of the catheter into the uterus, making certain that the entire balloon is inserted past the cervical canal and internal ostium." "3. Place an indwelling urinary bladder foley catheter at this time, if not already in place, to collect and monitor uterine output." How supplied: "upon removal from the package, inspect the product to ensure no damage has occurred." The complaint was confirmed based on customer testimony. A definitive cause of the incident could not be determined from the available information. The risk analysis for this failure mode was reviewed, and it was determined that no additional risk mitigating activity is required at this time. The appropriate internal personnel have been notified and we will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information was received 24jun2019: forceps were not used during placement of the device. The balloon was inflated according to the instructions for use(IFU). Oxytocin was used during the procedure. 1200ml of blood loss occurred prior to balloon placement. 95ml of blood loss occurred after device placement. The patient was given suspension of 4 units of red blood cells (rbc) and 300ml of plasma. Hemostasis was achieved after oxytocin was injected and also the effect of the bakri. The patient recovered well and no other adverse effects were reported.

Event description:
No additional information has been received since the last report sent on 24jun2019.

Manufacturer narrative:
Investigation - device evaluation: a visual inspection and functional testing of the returned device was conducted. A document based investigation was also performed including a review of complaint history, device history record, the instructions for use, and quality control data. One device was returned for investigation. The returned packaging confirms the reported complaint device lot number. Inspection of the returned device noted the device was returned used. A diagram on the balloon material in ink was also noted. Functional testing noted that water leaked from the side of the balloon near the seam. Under magnification, two puncture marks were found, but only one of these marks was found to allow a leak. Based on the information provided and the examination of the returned product, investigation has concluded that this event can be traced to the user and unintended user error. Per the quality engineering risk assessment, no further action is warranted. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
(B)(6). PMA/510k #: k170622. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It is reported that during treatment of post-partum hemorrhage after a cesarean section using a bakri tamponade balloon catheter, the balloon leaked. The complaint device was inserted through the vagina and injected with 250ml of saline. The patient felt leaking. The user injected another 150ml of saline into the balloon, the patient still felt leaking. The user removed the device, and confirmed balloon leakage. It is unknown how the procedure was completed after this occurrence. The patient experienced no adverse effects as a result of this alleged product malfunction. Additional details have been requested regarding the patient and event. At this time, no additional information has been provided.